Event description:
The customer reported many results were going to error code 1005 and 1008 but that 17 patient architect active b12 results were falsely depressed . The following results were provided:(reference range >35pmol/l): (B)(6). The analyzer was inspected, and it was noted that the trigger pump was leaking. The trigger pump and trigger dispense valve were replaced. It was also noted that the reaction curves for the active read were unusual. There was no reported impact to patient management.

Manufacturer narrative:
Patient identifier: multiple= (B)(6). All available patient information was included. No additional information was provided. Rcr # 3016438761-10/06/21-003-c. Further investigation determined this event was impacted by an issue identified in architect software versions 9.41 or earlier. A product correction letter was issued on 29sep2021 to all architect customer¿s notifying them of the issues in architect software versions 9.41 and earlier. The product correction letter informs the customer that an abbott representative will schedule a mandatory upgrade of their system to architect software version 9.45 or 9.5.